Manufacturer narrative:
The reported event of pacing asynchronously was not confirmed. The device was received with the battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further evaluation of the output parameters under nominal settings found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that the syncope was not alleged by the physician to be due to the device. Additionally, the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Event description:
During a clinic follow-up, pacemaker mediated tachycardia (pmt) was observed on the device. Upon investigation, episodes of syncope were observed in july, but it is unknown if these episodes were related to the device or not. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.